Event description:
It was reported that at the initiation of therapy, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The customer switched to another iabp. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that at the initiation of therapy, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The customer switched to another iabp. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: g3. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed multiple autofills using test balloon and simulator and problem was not verified. The fse then perform safety disk leak test, k6, k6a, k7 and k8 leak tests, and no leaks were found. The iabp was with a simulator and test balloon, and iabp unit autofills and functions were normal. The fse performed all pneumatic, functional and safety checks to meet factory specifications. Unit passed all pneumatic, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.